Event description:
On (B)(6) 2008, customer reported a sample barcode misread when using the coulter lh 750 hematology analyzer. The sample barcode misread involved an error to the last digit of the sample identification number. The sample barcode misread was identified when the sample identification number and test results (from a (B)(6) infant) were incorrectly posted to another pt's record (associated with a (B)(6) male). The posted test results were historically different from the pt's history and the delta check failed. The customer reran both pt samples and obtained the correct sample identification, test results and demographics. No erroneous test results were reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The checksum feature was disabled on the coulter lh 750 hematology analyzer. On (B)(4) 2008, the fse checked the alignment of the barcode reader and verified the instrument met specs. The root cause is that the checksum digit feature is disabled. Beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
On (B)(6) 2008, customer reported a sample barcode misread when using the coulter lh 750 hematology analyzer. The sample barcode misread involved an error to the last digit of the sample identification number. The sample barcode misread was identified when the sample identification number and test results (from a (B)(6) infant) were incorrectly posted to another pt's record (associated with a (B)(6) male). The posted test results were historically different from the pt's history and the delta check failed. The customer reran both pt samples and obtained the correct sample identification, test results and demographics. No erroneous test results were reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The checksum feature was disabled on the coulter lh 750 hematology analyzer. On (B)(4) 2008, the fse checked the alignment of the barcode reader and verified the instrument met specs. The root cause is that the checksum digit feature is disabled. Beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.